Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. Treatment and patient outcome of the peritonitis event was not reported. No information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of the peritonitis was unknown. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.